Event description:
It was reported that when using the BD Pyxis¿ ES Server, the customer was attempting to unlink a medication from a barcode; however, despite multiple attempts, the medication barcode remained linked and could not be unlinked. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 13-SEP-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the user was trying to unlink a medication barcode. A technical support specialist (TSS) logged into the Enterprise Server and found that the barcode remained linked to the medication. The TSS assisted the customer in successfully unlinking the barcode by using the Product Identification method. The TSS informed the customer that future barcode unlinking could be completed using the Product Identification option. The TSS confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.